Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturer (tecomet) for investigation. Tecomet reports: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a 50-pc. Lot in july of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned instrument shows that the jaws are bent to the left and loose and misaligned and the outer tube assembly is bent/damaged, and the jaw pivot pin is pulled thru one side and slightly sticking out on the other side of the bent/damaged outer tube assembly. We are able to validate this complaint for the returned instrument. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) is also bent/damaged, and its bosses are both damaged where they engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod bosses to become damaged and for the drive rod and outer tube assembly to be bent/damaged and for the jaw pivot pin to be pulled thru the bent/damaged outer tube assembly but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the pivot pin got detached from the applier during use. Therefore, the applier was replaced with a new one to complete the procedure. Nothing fell/remained in the patient. No patient harm or injury.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the pivot pin got detached from the applier during use. Therefore, the applier was replaced with a new one to complete the procedure. Nothing fell/remained in the patient. No patient harm or injury.